Event description:
The pt experienced pruritus, exaggerated rebound spasticity and muscle rigidity. The pt had issues with a lot of itching and rigidity an then a short while later was "too loose." This was occurring since implant and it was intermittent. It was unk if the device attributed to the event. Other signs and symptoms associated with the event were: cognitive symptoms, seroma, hypertonia, hypotonia, increased pain due to spasticity, pruritus, somnolence, and questionable cerebrospinal (csf) leak. On (B) (6) 2009, 10 cc of yellow csf fluid was aspirated and sent for testing. On (B) (6) 2009, a CT scan was done; the catheter tip was at t11. There was an old compression fracture at t12, severe canal stenosis at t11-12 and mild stenosis at l5-s1. On (B) (6) 2009 a "single shot" injection of 1000 mcg of baclofen was given. The pt had no response for 5 hrs, the pt then became flaccid. It was questioned whether the pt had poor csf flow due to spinal cord injury or stagnated csf. On (B) (6) 2010, the pt saw a spine surgeon and surgery was not indicated. A lumbar MRI showed chronic disc herniation at t10-11 with cord signal changes. The pump rate was increased from 1600 mcg to 2200 mcg on (B) (6) 2010. On (B) (6) 2010 the pt had fluid collection around the pump site and 40 ml of fluid was aspirated. The hcp questioned if csf fluid was leaking from the intrathecal catheter. The rate was then decreased to 1800 mcg on (B) (6) 2010. On (B) (6) 2010, the pt was still having episodes of sleeplessness and respiratory tachypnea. There was no kinkage of the catheter per x-ray and the pt's lab work was normal. The pump contained compounded baclofen. The pt outcome was reported as serious injury/illness ongoing.

Manufacturer narrative:
(B) (4).